Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions, without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, the sample showed the trach cross was broken. The root cause was unable to be determined. No corrective actions are required since it?s unlikely that trach cross broke during the manufacturing process. A notification of the reported failure mode to the production personnel.

Event description:
It was reported that the connector piece that goes into the ventilator circuit broke while in use on a patient. No patient injury was reported.